Manufacturer narrative:
(B)(4). Air was removed from and returned to the bronchial cuff and the tracheal cuff unit. Both cuffs were fully inflated and deflated three times and no issues noted. The customer complaint was not verified.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that prior to use, the cuff was confirmed to have incomplete deflation. There was no patient involvement and there is no report of serious injury or death associated with this event.